Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01524, 3005168196-2017-01525, the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Prior to the procedure, the vessel size was measured on the CT scan and an 8x40 centimeter (cm) ruby coil was selected for the procedure. During the procedure, the physician attempted to deploy the 8x40 cm ruby coil (lot #f75936) into the target vessel but realized that the coil was too large. Upon removing the ruby coil, the technologist inadvertently bent/kinked the ruby coil pusher assembly. The physician continued the procedure by successfully deploying and detaching four new ruby coils. While preparing two additional ruby coils (lot #f72625 and lot #f75368) for the procedure, the scrub technologist inadvertently kinked both pusher assemblies. Therefore, the ruby coils were not used for the procedure. The procedure was successfully completed using two new ruby coils. There was no report of an adverse effect to the patient.